Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio device with capio suture inserted was placed in cavity. The device did not activate and was removed. The suture needle was in place but the bullet was missing. A post-operative x-ray showed the retained bullet from the capio suture. The doctor did not attempt to remove it as the piece is very small. The patient's condition was reported as fine.